Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the stent was partially deployed on return. The lockwire had been partially pulled from the device. The red shuttle deployment marker was at the front of the handle. There was a kink in the flexor noted which did not have an impact on deployment as the stent could be deployed in lab. It was not possible to recapture the stent as the lockwire had be partially pulled but the recapture mechanism was working. The stent was deployed and was fine. The customer complaint was confirmed as it was not possible to recapture the stent as the lockwire had been removed, there was no defect with the device. Prior to distribution, all evo-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-10-11-8-b device of lot c1267145 did not reveal any discrepancies that could have contributed to the complaint issue. As per instructions for use, which accompany this device, it instructs the user to "when stent point-of no-return has been passed, disconnect leur lock fitting ad remove safety wire completely from delivery handle." From information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. During the procedure they were not able to close the stent for positioning, so they have to use another stent to finish the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in this complaint has not been returned to cook ireland for evaluation, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution, all evo-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-10-11-8-b device of lot c1267145 did not reveal any discrepancies that could have contributed to the complaint issue. As per instructions for use, which accompany this device, it instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The user is also instructed "to reposition the stent, the stent must first be recaptured and the elevator must be open. Note: do not push forward on the delivery system with stent partially deployed. Push direction button on side of delivery handle to opposite side. Note: hold thumb on button when squeezing trigger for first time to recapture. Continue squeezing trigger as required to recapture stent by desired amount." Complaints of this nature will continue to be monitored for emerging trends.

Event description:
During the procedure they were not able to close the stent for positioning, so they have to use another stent to finish the procedure.